Manufacturer narrative:
Concomitant medical products: 8596sc catheter; 8637-20 neuro pump, implanted: (B)(6) 2013; 8709 catheter, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning for high impedance counts. The lead remains in use. No patient complications have been reported as a result of this event.